Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient experienced additional symptoms including chronic inflammation, neck pain, bleeding gums, smell/chemical sensitivities, skin rashes, hair loss, ringing in ears, oral thrush, swollen/tender lymph nodes, and difficulties breathing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation summary has been updated: upon visual inspection of the picture, it was observed to be an implant with orange appearance and with no apparent damage. The photos do not provide enough evidence to determine root cause or confirm a failure. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation: upon visual inspection of the picture, it was observed to be a gel implant with orange appearance and with no apparent damage. The photos do not provide enough evidence to determine root cause or confirm a failure. Hands on analysis should provide the evidence necessary to confirm the root cause. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Corrected data: device code has been updated from 2900 to 1546. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile breast implants, 325cc (l) and 250cc (r), and suffered several unexplained systemic symptoms, including food sensitivity, ibs (constipation and diarrhea), low energy, memory loss, brain fog, chest and lung pain, low immune system, shingles, and tingling. The patient was also diagnosed with breast cancer on the left side in 2007. The root cause of the patient¿s symptoms is unclear. During explantation on (B)(6) 2019, the valve of the left breast implant was found to be leaking. The patient also reported that there was black matter in both implants post-removal, and stated that it was mold. Per the patient, the physician remarked that the foreign matter appeared to be biological in nature. However, the devices have not been returned to mentor for analysis, and the etiology of the foreign matter in the devices cannot be conclusively determined. This report is for the left breast implant.